Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the alarm on the mobile power unit (mpu) did not work. It was noted there was no audible alarm sound. The mpu did have a v-lock connector, the power cord did not come loose at the back of the unit or the wall outlet, and there were no environmental circumstances which may have impacted the mpu. The mpu was exchanged.